Event description:
Poor augmentation was noted and blood was noted in the tubing. The iab was removed and a second iab was inserted. (On 5/7/98, datascope rec'd the voluntary medwatch form from the FDA; MDR access number: 1013644). The following was reported to datascope on 6/9/98: there was no pt injury or complication as a result of the event. The pt was discharged from the facility. [Event complications]: none from the event-reported 4/21/98 and 6/9/98. [Pt's current status]: discharged-rpt'd 6/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).